Event description:
A renegade microcatheter was used for a therapeutic procedure. It was originally reported that the guidewire appeared to be protruding from the distal shaft of the catheter. The engineering evaluation revealed cracks on the shaft.